Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010, during drain cycle 5. The patient's ultrafiltration reading was 1454ml, indicating the home patient (hp) drained 1454ml more than their programmed fill volume of 2000ml. This information meets iipv criteria. Product surveillance contacted the nurse on 12/29/2010. According to the nurse she was not aware of the iipv event as the patient never reported any excessive drains or symptoms of overfill. The patient has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain /use error as the tidal ultrafiltration removal was set too low. A service history review revealed no previous service events were related to the iipv. A labeling review found labeling adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).